Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the right atrial lead exhibited noise. No intervention was performed, and the physician decided to continue to monitor. The patient was in stable condition.